Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1553201110, 510k # k113174 , UDI#  (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent scoliosis correction/spinal fixation surgery at th10/s due to paralysis symptoms for chiari malformation. Intra-op, the rod was broken near l2/3 during in-situ bending. The part of rod remained in patient body. There was a delay of less than 60 mins in procedure time as a result of this event. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual and optical examination identified that the rod returned have fractured in close proximity to the bone screw location. The fracture is fairly flat in visual appearance. Once under magnification, there were valleys in the fracture surface consistent with material overload. A microscopic review of the fracture surface does not reveal signs of cyclic fatigue. The o.d. Of the rods were checked and meet print spec. This is consistent with shearing forces placed on the rod resulting in material overload. If information is provided in the future, a supplemental report will be issued.